Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection noted that the device appeared to have been in use due to residues within multiple parts of the device. Functional testing of the device was able to confirm and replicate the reported event. It was found that it was not possible to inflate the cuff of the device due to leaks. Root cause of this complaint is unknown because it is not clear when cuff tear happened. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the pre-use check, the cuff would not be inflated. There was no patient injury reported.